Event description:
Customer reported receiving an error 3 message when a test strip was inserted in their freestyle freedom meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The strip lot is unk as the customer disposed of the test strips. This is a final report. Retain sample testing on the complaint strip lot has indicated an increased number of error 3 messages when these strips are used with freestyle freedom meters. This issue is associated with field correction reported to the office on 25 apr 2008.